Event description:
Developed bilateral breast scar contractures which were painful. Mammograms look suspicious around the implants. Elective surgery for the removal of the implants. A double lumen implant appeared intact but extensive calcium deposits were found on both sidesinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, other. The device was destroyed/disposed of.